Event description:
I have been wearing contact lenses for over 30 yrs, and have never had any problems with them. Recently, my eye doctor suggested I try the new acuvue oasys hydroclear lenses. I started wearing them in dec. I continued to use the same products for cleaning and storing the lenses that I have used for yrs. Within a few weeks, I started to have discomfort in my right eye. I went to my eye doctor and he said I had a scratch on my cornea, I have no idea how I could have gotten a scratch without feeling it happen, and that I also had dry eye - which I have not had in the past. He put me on antibiotic drops for 4 days and the problem seemed to clear up, but at that time I also decided, on my own to discontinue wearing the acuvue lens in that eye and switched back to my previous brand. I do still have a slight problem with dry eye in that eye. I continued to wear the acuvue lens in my left eye because it had a correction for astigmatism and it did help to improve my vision. Now I find that I am having problems with my left eye. It itches, burns, tears and stings a lot. I have since stopped wearing the lens. I went on line and discovered that many other people are having the same and much worse problems with these contacts. They contain silicone and apparently many people are allergic to the silicone and this seems to be causing the problems. One person was told by his doctor that they had several scratches on his corneal. I am going back to my doctor to discuss this with him. I assume he will put me back on the eye drops. I will advise him to be careful when prescribing these lenses in the future. However, something has to be done about this product. It is causing so much damage to people's eyes and johnson and johnson, who makes this product, must take responsibility and do something about this. I have written to them as well. The FDA needs to look into this. Dates of use: 2007-2008. Diagnosis or reason for use: to correct vision.